Event description:
It was reported that the defibrillator failed to charge, when the charge button was pushed. The failure was discovered during a preventive maintenance activity. There was no pt involved with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and confirming the reported problem. After reseating the connectors to the main board assembly, proper device operation was subsequently observed through functional and performance testing. The device was returned to the customer for use.